Event description:
The customer reported that the ventilator alarmed and shut down while in use on a patient. Upon restart the ventilator alarmed vent inop. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported vent inop occurrence. The service technician also confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.